Event description:
Caller reported a tandem mobi cartridge alarm, which did not adversely impact the customer's blood glucose level. The issue did not occur during the load process and had not been previously reported with the pump's serial number. The customer was unable to reload the original cartridge but had already replaced it independently. Technical support confirmed the cartridge alarm and provided guidance, after which the customer was able to successfully load a cartridge and resume insulin therapy, resolving the issue.